Event description:
It was reported that the entire device system was explanted because the pt was not using it. Pt was receiving only 30% pain relief, and had requested that the device be explanted.

Manufacturer narrative:
(B)(4).